Manufacturer narrative:
It was reported that the device displayed a low o2 alarm. The last oxygen calibration was performed on november 27, 2024. It was also noted that battery 2 depletes and triggers an alarm. No health consequences or impact. Recalibrating the o2 sensor resolved the low oxygen alarm. The device passed all other service software tests, and the issue was resolved. Most probable root cause: o2 sensor not calibrated. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). The received serial number was not correct. Therefore, the UDI could not be provided. A first assessment showed that per the service log, the last time the o2 cell was successfully calibrated was on november 27, 2024. Therefore, recalibrating the o2 sensor resolved the low oxygen alarm.

Event description:
The following was reported to hamilton medical ag: "device experienced a battery communication error alarm and a low oxygen alarm. The last oxygen calibration was performed 27-nov-2024. Battery 2 will deplete and create an alarm." No health consequences or impact. A first assessment showed that per the service log, the last time the o2 cell was successfully calibrated was on november 27, 2024. Therefore, recalibrating the o2 sensor resolved the low oxygen alarm.